Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6), 2013. The cause of the exchange was noted as "thrombosis". Information provided by the perfusionist indicated that the patient's lactate dehydrogenase (ldh) was 1,500 prior to the pump exchange. Pump power remained variable and suspicious. Thrombus was seen at the time of exchange on the inflow bearing. The pump was disposed.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.